Manufacturer narrative:
(D10) concomitant devices: 02-020-11-0340 - truliant ps cem fem ps cem right sz 4: a490303 02-024-35-4010 - activite trlnt ps insrt size 4, 10mm: a702333 02-022-45-4035 - truliant tray, cem sz 4f/3.5t: 7166052 02-023-02-0038 - activite trlnt 3 peg pat 38mm: a704382 02-012-60-1425 - tru stem ext 14mm x 25mm: a529498 204-70-00 - tibial stem ext. Screw: a475636. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
1 day post-operative of a right tka, it was reported via clinical study that the patient experienced postoperative hematoma of skin following non-dermatologic procedure and bleeding. The patient was referred from urgent care, with pain, and bleeding from the surgical site. Since discharge subject has had increasing swelling and bleeding through the bandages that were placed. No other medical intervention was taken for this patient and the outcome of this event is considered resolved. The case report form indicates that this event is definitely not related to the device and unknown to be related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.